Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise had been noted by the clinic for some time on both the rv and ra leads. The patient was asymptomatic as a result of the lead noise. The noise artifact was getting steadily larger with time. The physician elected to cap the leads and replaced them on (B)(6) 2016. There was presence of heme noted underneath the insulation of the atrial lead in the pocket. The patient was stable post-procedure.